Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval of the actual product used by the consumer and a retained unit from the reported lot were performed; results were within product specifications. Visual inspection of a retained unit indicated no defect that could affect the integrity of the bottle. The safety seal was correctly positioned around the flip top cap and the neck of the bottle. There were no signs of leakage on the bottle or flip top cap. Visual inspection of the returned units indicated that trough the safety seals were broken on both bottles, the seals were broken transversely around the bottom of the cap. In addition, both the seal and the flip top hinge on one bottle showed signs of having been twisted. The same bottle had dry solution residue around the cap and neck of the bottle. Functional testing (vacuum test) of both the returned bottles and retained units of the same lot was performed; there were no signs of leakage. All pertinent info available to amo has been submitted. Should additional info become available that changes the facts or conclusions, a supplemental report will be submitted.

Event description:
Our office in (B)(4) received a report that an optician received a carton of lens plus saline 360 ml, in good condition with no apparent damage on the outside. However, when unpacking the box, they noticed that the cartons on the inside were damaged. And when they opened the inside cartons they found two bottles which had damaged plastic safety seals (half torn off) and noted that the bottles had leaked. Particles of salt were seen around the top of the lids. This product is not sold in the u.s., but the PMA has not been rescinded.